Event description:
Customer reported a malfunction with the pump, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, and no further malfunctions occurred after the reset. Customer was instructed to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.